Event description:
During an in-clinic follow-up, episodes of post-sense t-wave oversensing (pptwo) were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.